Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left ventricular lead failed to capture and exhibited high pacing impedance. Programming changes were made. The patient stable.

Event description:
New information received which notes a suspected fracture, fluoroscopy was performed, no anomalies were seen, no other symptoms other than phrenic nerve stimulation, fracture was suspected due to extremely high pacing impedance. The lead was explanted on (B)(6) 2024. The left ventricular (lv) lead broke off in process, dislodging and was found floating in right ventricle. Attempts to snare the (lv) lead were performed until maximum radiation levels.

Event description:
New information received notes the patient was sent to a separate facility and the remaining half of the left ventricular (lv) lead was removed on (B)(6) 2025. The patient was stable following the procedure.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been jan 21, 2025, instead of jan 23, 2025.¿